Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm; model#: sc-1132, serial#: (B)(4), description: precision spectra implantable pulse generator; model#: sc-4318 lot#: 19936018 description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the midline incision site. Symptoms noted were swelling, pus, smell, leaking fluid at the site from pus, fever, fluid build up under the site and it was painful to touch. Physician believed it was not device related and the cause was unknown, but it was noted that heavy smoking contributed to the infection. Antibiotic was prescribed. The patient underwent an explant procedure. No device malfunction was suspected.